Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cable pins for the analyzer were bent, and the cable was not working. The cables were changed out, which resolved the issue. The analyzer has been returned for repair. No patient complications have been reported as a result of this event.